Manufacturer narrative:
Qc was acceptable. On 29-mar-2023 the field service engineer (fse) visited the customer site and checked various parts of the instrument. A misadjusted reagent pipette was identified. This was adjusted by the fse. The customer has had no further issues since the service visit. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas 6000 e 601 module. Data was provided for an additional patient sample with discrepant results (patient 4). Patient 1 initial result was 120.0 ng/ml with a data flag. The repeat result was 35.17 ng/ml. Patient 2 initial result was 82.5 ng/ml. The repeat result was 10.4 ng/ml. Patient 3 initial result was 120.0 ng/ml with a data flag. The repeat result was 31.13 ng/ml. Patient 4 initial result was 108.6 ng/ml. The sample was repeated twice with results of 120.0 ng/ml with a data flag and 27.21 ng/ml. No questionable results were reported outside of the laboratory. The e601 module serial number was (B)(6).

Manufacturer narrative:
Calibration signals were slightly lower than expected. The alarm trace data show many "sample short" and "abnormal sample aspiration" alarms on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.